Manufacturer narrative:
The cec had adjudicated that the event is related to the device but not the procedure or paclitaxel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had a target vessel revascularisation of the distal sfa of the right leg using an admiral xtreme balloon catheter and a complete se stent. Approximately 8 months post revascularization, patient suffered athero-thrombotic reocclusion target lesion. This was treated with a below the knee bypass graft of the right leg. The event is resolved.